Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, cracked belt clip slot, minor scratched lcd window and cracked reservoir tube.

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 494 mg/dl. The customer stated her high blood glucose was due to having a (B)(4) earlier in the morning and not being connected to the insulin pump. The customer stated she had dropped her insulin pump to the floor prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.